Manufacturer narrative:
1. According to the production records, the batch number is sn201114, specification is 25gx1-1/2'', and product code is n-2515.there are no similar abnormalities in the production and inspection records during the production process; 2. According to the customer's complaint, the raw material inspection shows that the performance of granular and needle meets the requirements; 3. After the re-inspection of reserved samples (same batch) and the confirmation of products in process, the relevant dimensions of the connecting parts meet the requirements. 4. According to the above investigation and test, our products can fully meet the use requirements. No customer complaints were found in the locking performance test.

Event description:
The (B)(6) health department has reported that the safety feature from needles supplied in a covid ancillary kit are not engaging correctly, leaving the needle tip exposed.